Event description:
The home pt (hp) reported abdominal pain while using the homechoice pro cycler for apd therapy. The hp contacted baxter and attempted to manually drain using the homechoice pro, however, no fluid flowed from their peritoneal dialysis catheter. The hp then disconnected from the homechoice system completely and attempted to drain directly from their catheter but continued to be unable to drain out any peritoneal dialysis fluid. Follow up with the hp's healthcare professional (hcp) reveals the hp went to the ER the following morning and was placed under observation. According to the hcp, while awaiting a c/t scan of their abdomen the hp coded and subsequently expired at 12:10pm. No autopsy was performed and the death certificate stated the cause of death was cerebral hypoxia as a result of respiratory failure, extensive coronary artery disease and end stage renal disease.